Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that a simplify disc explant occurred due to osteolysis and return of arm and neck pain. Explant and fusion at 5-6, 6-7 occurred on (B)(6) 2025.